Event description:
It was reported that the device became stuck on the guidewire. A 2.1mm jetstream xc catheter was selected for use for a peripheral atherectomy procedure in the right superficial femoral artery. The physician attempted to treat the blockage and the jetstream xc catheter became stuck on the guidewire. The physician then removed the catheter from the patient. The procedure was completed using a stent. There were no patient complications reported and the patient's status post procedure was fine.

Event description:
It was reported that the device became stuck on the guidewire. A 2.1mm jetstream xc catheter was selected for use for a peripheral atherectomy procedure in the right superficial femoral artery. The physician attempted to treat the blockage and the jetstream xc catheter became stuck on the guidewire. The physician then removed the catheter from the patient. The procedure was completed using a stent. There were no patient complications reported and the patient's status post procedure was fine. It was further reported that the guidewire used during procedure was a .014 thruway 300cm guidewire. The physician was able to remove the catheter from the guidewire while the guidewire remained in the patient.